Event description:
It was reported by a customer on (B)(6) 2011, the fiber cap detached inside of the pt at 50,000 joules. Also, it was reported that the fiber cap was retrieved. No pt harm was reported.